Event description:
It was reported that during an unk procedure, the rubber piece that covers the inner cable detached and then did not isolate the heat. There was no patient consequence.

Manufacturer narrative:
The analysis results found that the device was received with the cable damaged at the hp housing area. Additionally, the device was received with the coating material of the housing flaking off. An investigation has been initiated to determine the root cause of this condition. Preliminary evaluation revealed that the loose particles on the surface are aluminum oxide from the base material after it has corroded from multiple sterilizations. Furthermore, the device was received with a loose mount. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to how the damage to the device occurred. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.